Manufacturer narrative:
Eval codes, results: visual inspection of the returned product found almost half of one plate haptic and piece of the optic are torn off and missing. Lens was returned in liquid. Conclusions - (no device failure). Based on the complaint history and eval of the returned product, the root cause of the event has been determined to be due to physician's technique or pt's anatomy and not lens related, there was no problem with the lens. #(B)(4).

Event description:
The reporter stated the surgeon implanted a cc420a collamer single piece lens in the pt's eye. There was a broken capsule and a vitrectomy was performed. The lens was removed, the incision was not enlarged and no suture was used. An anterior chamber lens was implanted. The reporter stated the cause of this event was possibly due to physician's technique or pt's anatomy but was not related to the lens, there was no problem with the lens.